Event description:
Based on info reported to davol by the pt. On (B)(6) 2011, the pt underwent laparoscopic surgery for incisional incarcerated hernia x2 with sepramesh. The pt reports intermittent fevers (100), pain, swelling and tenderness in the area of the hernia repair since the implant. In 2011, the pt underwent consultant with implant surgeon. CT scan test completed and findings revealed no recurrent hernia. On (B)(6) 2011, the pt underwent consultation with primary care physician, he ordered MRI and prescribed pt antibiotics for possible infection.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. No medical records have been provided, no specific device failure has been indicated and the mesh remains implanted. According to the pt, an infection developed more than eight months after implant of the mesh. While there is no evidence that the mesh contributed to the reported infection, the product's instructions for use states: "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. Without add'l info, no conclusion can be drawn.